Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: unknown persona tibial component catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-02307. Product location is unknown.

Event description:
It was reported that the patient underwent initial knee arthroplasty. Subsequently, the patient is experiencing pain, loosening and noise from knee. A total knee replacement has been suggested by the surgeon.

Manufacturer narrative:
Concomitant medical products: unk bearing. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018-02623.